Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed no miss setting or other errors related to delivery failure. Functional testing could not replicate the reported issue; pump accuracy was within specification. The root cause was undetermined. Preventively, the expulsor was adjusted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device volume accuracy was not accurate. There was no patient harm or adverse event reported.